Event description:
A customer reported potential discrepant patient results for free thyroxine (ft4) on the aia-2000 analyzer. The customer stated patient sample results were lower than customer's laboratory and tosoh¿s reference ranges. The physician requested the samples to be retested due to the low results. The customer repeated the sample runs and results were all low, the ft4 patient sample results are not correlating with the patients thyroid stimulating hormone (tsh) results. The customer successfully calibrated ft4 and controls were all within expected ranges. Technical support specialist (tss) confirmed calibrations and controls within acceptable ranges, however the patient ft4 samples were not within the laboratory and tosoh¿s reference ranges. A field service engineer (fse) was dispatched to further investigation. There is no indication of any patient intervention or adverse health consequences due to the discrepant patient results.

Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the low results provided by the customer and the samples were sent to quest reference laboratory. Fse did not attempt to reproduce the low results. While troubleshooting, fse found buildup on substrate syringe tip. Fse removed and tested the syringe suction and was not sufficient. Fse then replaced the substrate syringe, decontaminated the wash, diluent and substrate lines with bleach. Fse also performed a rinse, prime, inspected the sample nozzle, inspected the bf probe, as well as the detector, and ran daily maintenance successfully. Fse then ran ft4 quality controls (qc) and four (4) patient sample results that were low and all qc was within acceptable ranges. The patient samples are now elevated and within acceptable ranges. No further action required by field service. The aia-2000 analyzer is functioning as expected. The aia-2000, serial number (B)(4), was installed on (B)(6) 2022. A complaint and service history review for similar complaints was performed from installation date (B)(6)2022 through aware date (B)(6) 2023. There were two other similar complaints identified during the searched period including this case. Limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack ft4, the highest concentration of free thyroxine measurable is approximately 8.0 ng/dl, and the lowest measurable concentration is 0.10 ng/dl (assay sensitivity). Although the approximate value of the highest calibrator is 9.0 ng/dl, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 8.0 ng/dl. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Circulating autoantibodies to t4 may interfere with the free thyroxine measurements. Hormone-binding inhibitors may interfere with the free t4 assay. Heparin may cause in vivo effects in free t4 assays. Blood collection for free t4 assays should not be performed concurrent with administration of heparin therapy. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. Drugs which affect the binding of t4 to the thyroid hormone carrier proteins or affect the metabolism of t4 to t3 may complicate the interpretation of free thyroxine results. In patients with severe non-thyroidal illness (nti) in whom the free t4 yields results indicating hypothyroidism, it is suggested that the aia-pack tsh 3rd-gen or st aia-pack tsh assay be run to confirm this diagnosis. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. Specimen collection and handling serum or heparinized plasma is required for the assay. Edta and citrated plasma should not be used. No special patient preparation is necessary. When using serum, a venous blood sample is collected aseptically without additives. Store at 18 - 25 °c until a clot has formed (usually 15 - 45 minutes), then centrifuge to obtain the serum specimen for assay. To use heparinized plasma, a venous blood sample is collected aseptically with the designated additive. Centrifuge and separate plasma from the packed cells as soon as possible. Samples may be stored at 2 - 8 °c for up to 24 hours prior to analysis. If the analysis cannot be done within 24 hours, the sample should be stored frozen at -20 °c or below for up to 60 days. Repeated freeze-thaw cycles should be avoided. Turbid serum samples or samples containing particulate matter should be centrifuged prior to testing. Prior to assay, bring frozen samples to room temperature (18 - 25 °c) slowly and mix gently. The sample required for analysis is 10 l. The most probable cause of the reported discrepant result was due to the faulty substrate syringe.